Event description:
It was reported by the customer that a pyxis medstation es system had cubies that would not open in both failed drawers. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because the cubies would not open in both failed drawers. A field service engineer adjusted the front and back screws on both side rails of the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.